Event description:
Additional information received reported the patient received assistance from a customer service representative and their concerns were resolved.

Event description:
It was reported the patient was unable to adjust stimulation or perform telemetry with or without the antenna. The patient programmer was also displaying a ¿call your doctor¿ with a power on reset (por) message. Due to the por they were also unable to turn on their implant. It was confirmed the por was an informational por and the patient was able to clear the message. After clearing the por the patient was attempting to sync and was seeing the poor communication screen. They were able to communicate using the implantable neurostimulator recharger (insr) and turn on the implant. Upon return of the device it was found the antenna jack and faceplates were broken so they were replaced. C300.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).